Event description:
It was reported that due to a pocket infection the patient had a one day hospital stay and was treated pharmacologically. The infection is considered resolved and the device remains in use. It was noted that the patient is taking part in the clinical service study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.